Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the sub for their straight intermittent catheter kit was now just a catheter. To reduce infection and make it easier for nursing, it would best be a kit for a sub product. Customer bin was not being stocked because the sub has not been found. They need to have an appropriate sub found soon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the sub for their straight intermittent catheter kit was now just a catheter. To reduce infection and make it easier for nursing, it would best be a kit for a sub product. Customer bin was not being stocked because the sub has not been found. They need to have an appropriate sub found soon.